Manufacturer narrative:
Date rec¿d by MFR : 23jul2019, date of report : 25jul2019. Repair information was confirmed. The customer reported that the issue was resolved by replacing the power management (pm) printed circuit board (pcb). There is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the unit would not power up. The customer reported that they observed the amber power indicator at all times. The remote product support representative confirmed the reported issue. The remote product support representative confirmed that there was 24v measured from the power supply to the power management printed circuit board assembly (pm pcba). The product support representative confirmed that there was no operation under alternating current (ac) or battery power. The product support representative recommended replacing the pm pcba and provided the customer with the part number and cost estimate. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.